Event description:
The customer alleged that peep would fluctuate intermittently. The co customer support engineer (cse) inspected the device and replaced the auto-zero solenoid malfuncitoned, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.